Event description:
A report was received that the patient has to perform a magnet reset of his ipg if he turns his stimulation off for over an hour. The bsn sales representative met with the patient and noticed the patient was receiving an error code on his remote control. The bsn sales representative attempted to upgrade the patient's firmware, but was unsuccessful. The patient has elected to not have the ipg replaced and will continue to use a magnet to reset his ipg. No further action will be taken.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient has to perform a magnet reset of his ipg if he turns his stimulation off for over an hour. The bsn sales representative met with the patient and noticed the patient was receiving an error code on his remote control. The bsn sales representative attempted to upgrade the patient's firmware but was unsuccessful. The patient has elected to not have the ipg replaced and will continue to use a magnet to reset his ipg. No further action will be taken.